Event description:
A (B)(6) customer ran a blood test on the contour next usb after eating breakfast and taking his regular insulin dose. The reading was 6.1mmol/l. Two hours later, while driving, he experienced a hypoglycemic reaction. A passerby called the paramedics who treated the hypoglycemia. Details regarding the treatment were not provided. Two hours later, when he was stable, he drove home. He was not taken to the hospital. Strip information was not provided but meter information was given.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.